Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was a sharp piece on the bottom of tube with a bd vacutainer® k3e 3.6mg plus blood collection tubes. The following information was provided by the initial reporter: hca has had a sharp piece on the bottom of a blood bottle which has then pierced her glove, and fortunately not pierced her skin. The plastic was snapped off and the bottle sent in to pathology so they did not need to re-bleed the patient. This is the third time that this has happened at the same practice.